Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("however at some point of the metal piece of broke off leaving a small using harmonic-code to device breakage."), uterine perforation ("migration/essure appeared to be perforating through the uterus at the area of cornua on the right side with small, filmy adhesion to the sigmoid rectum/ migration of essure device location of device:uterus"), device dislocation ("migration/essure appeared to be perforating through the uterus at the area of cornua on the right side with small, filmy adhesion to the sigmoid rectum/ migration of essure device location of device:uterus/ they cannot find the coil on the left only"), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") and procedural haemorrhage ("had a hemorrhage in the surgery and they had to cut one of the tubes") in an adult female patient who had essure (batch no. 12843-invalid, a45106) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included topiramate. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain/ had pain on right side") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/ dyspareunia"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches,") and menorrhagia ("I was having large clots during my period"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with acetylsalicylic acid (aspirin) and surgery (operative laparoscopy, right salpingectomy,removal of right essure and chromotubation and operative laparoscopy, right salpingectomy,removal of right essure, chromotubation/supracervical hys). Essure was removed. At the time of the report, the device breakage, genital haemorrhage, procedural haemorrhage, pelvic pain, dyspareunia, dysmenorrhoea and menorrhagia outcome was unknown and the migraine and headache had not resolved. The reporter considered device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural haemorrhage and uterine perforation to be related to essure. The reporter commented: tubal ligation they ligated my right side because I was bleeding a lot. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: results: migration of essure device. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device breakage, uterine perforation, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2019: pfs received. Events added: having large clots during periods. Treatment drug and concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("however at some point of the metal piece of broke off leaving a small using harmonic-code to device breakage."), uterine perforation ("migration/essure appeared to be perforating through the uterus at the area of cornua on the right side with small, filmy adhesion to the sigmoid rectum/ migration of essure device location of device:uterus"), embedded device ("migration/essure appeared to be perforating through the uterus at the area of cornua on the right side with small, filmy adhesion to the sigmoid rectum/ migration of essure device location of device:uterus"), genital haemorrhage ("abnormal bleeding") and procedural haemorrhage ("had a hemorrhage in the surgery and they had to cut one of the tubes") in an adult female patient who had essure (batch no. 12843, a45106) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("dysmenorrhea (cramping),"), migraine ("migraines") and headache ("headaches,"). The patient was treated with surgery, surgery (operative laparoscopy, right salpingectomy,removal of right essure, chromotubation/supracervical hy) and surgery (operative laparoscopy, right salpingectomy,removal of right essure and chromotubation). At the time of the report, the device breakage, genital haemorrhage, procedural haemorrhage, pelvic pain, dyspareunia and dysmenorrhoea outcome was unknown and the migraine and headache had not resolved. The reporter considered device breakage, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, migraine, pelvic pain, procedural haemorrhage and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: migration of essure device concerning the injuries reported in this case, the following one/ones were reported via medical records:device breakage,uterine perforation,embedded device. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs+mr received: new events: migraine, headache, dysmenorrhoea, uterine perforation and reporter, patient demographic information, product lot number, lab data, expiry date were added. Product stop date updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("however at some point of the metal piece of broke off leaving a small using harmonic-code to device breakage."), uterine perforation ("migration/essure appeared to be perforating through the uterus at the area of cornua on the right side with small, filmy adhesion to the sigmoid rectum/ migration of essure device location of device:uterus"), device dislocation ("migration/essure appeared to be perforating through the uterus at the area of cornua on the right side with small, filmy adhesion to the sigmoid rectum/ migration of essure device location of device:uterus"), genital haemorrhage ("abnormal bleeding") and procedural haemorrhage ("had a hemorrhage in the surgery and they had to cut one of the tubes") in an adult female patient who had essure (batch no. 12843-invalid, a45106) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("dysmenorrhea (cramping),"), migraine ("migraines") and headache ("headaches,"). The patient was treated with surgery, surgery (operative laparoscopy, right salpingectomy,removal of right essure, chromotubation/supracervical hy) and surgery (operative laparoscopy, right salpingectomy,removal of right essure and chromotubation). At the time of the report, the device breakage, genital haemorrhage, procedural haemorrhage, pelvic pain, dyspareunia and dysmenorrhoea outcome was unknown and the migraine and headache had not resolved. The reporter considered device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, procedural haemorrhage and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: migration of essure device. Concerning the injuries reported in this case, the following one/ones were reported via medical records:device breakage,uterine perforation,embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse") and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia and pelvic pain outcome was unknown. The reporter considered device dislocation, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.